Event description:
It was reported that the user observed "flat lines" on the display, and interpreted this as the ventilator having stopped ventilating the patient. There were no audio / visual alarms noted at the time of the event. This event occurred while the patient was about to undergo a turning event. The patient was ¿bagged¿ using a separate circuit successfully, and the ventilator was replaced uneventfully. There was no patient harm reported. (B)(4).

Manufacturer narrative:
No parts were replaced but the ventilator's logs were received. The evaluation of the log files showed that the mode of ventilation was ps/CPAP (pressure support/ continuous positive airway pressure). The apnea time was set to 20s. At the time of event during a period of 22 seconds there are no patient effort and apnea alarms that were followed by a low respiratory rate alarm. When no patient effort and apnea are logged implies this that the 20 s apnea time is exceeded and the ventilator automatically returned to back-up ventilation. The following low respiratory rate alarm was soon before the ventilator succeeded to register back-up breaths. This period confirms the reported "flat lines" on the display. The cause of the "flat lines" was absence of the patient's spontaneous breaths. The logging of alarms in the logs implies that the allegation that there were no audio/visual alarms is incorrect. There was no ventilator malfunction. The ps/CPAP mode of ventilation is used when the patient is breathing spontaneously. The first occurrence of apnea alarms was after about 9 hours. After this they came several times which may indicate that the patient¿s condition had changed. This would have required to change the ventilator to a more appropriate mode of ventilation. The evaluation of the log files show furthermore that the ventilator worked according to the specifications.

Event description:
(B)(4).